Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. The lesion was predilated and then a 2.25x12mm taxus liberte stent delivery system (sds) was advanced but did not cross the proximal lad. The device was removed and it was noted that the stent was damaged. Two non-bsc sds were used to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed (B)(4).